Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 22-jun-2025, UDI#: (B)(4), product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 19-apr-2025, UDI#: (B)(4), updated data: b5. D4. H4. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during implant, a pre-implant and post-implant balloon aortic valvuloplasties were not performed. The deployment starting point was the bottom of the pigtail catheter and one deployment attempt was made. During deployment, no difficulty was noted when turning the deployment knob and no deployment knob components separation was observed. However, the capsule responded when the deployment knob was turned. It was noted that there was no patient anatomy that contributed to the deployment issue. A medtronic confida guidewire was used during the procedure. Per the physician, the cause of death was aortic insufficiency. According to the physician, the first valve, the second valve, and the delivery catheter system can be excluded as contributing causes to the death of the patient. In addition, there was no patient underlying medical history that contributed to the death.

Manufacturer narrative:
Updated data: b2. B5. D10. Continuation of d10: product ID d-evolutfx-2329; product lot unknown; product type: 0195-heart valves h6. Additional codes: imf/health impact code f2301. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the first valve was not removed from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that severe paravalvular leak was observed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an alternative access transcatheter aortic valve replacement with the left subclavian artery approach was used. The valve was deployed initially at 2-3mm below the annular plane and verified using right anterior oblique caudal fluoroscopy view. At 100% deployment release of the valve attempted, one of the anchoring eyelets of the valve on the delivery catheter system (dcs) would not give way and separated from its tab on the delivery shaft. After multiple maneuvers, the final tab was freed. However, just after it was released the valve shifted into the aortic root. It was noted that a portion of the stent of the valve frame dislodged back into the noncoronary sinus, shifting its position approximately 6-7mm with the valve losing optimal annular position. A decision was made to replace the valve with a second valve. The first valve was removed.  The second valve was advanced over the guidewire using bareback technique and was optimally positioned. At 100% deployment, the implanting team also experienced difficulty releasing the final eyelet from the delivery device tab but were able to free it and then carefully withdrew the nose cone and the dcs from the patient. Subsequently, the patient died. The cause of death was not received. No further information was provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: unknown. Product ID: evolutfx-22, serial/lot #: unknown, product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.